Manufacturer narrative:
On 9/5/2019, the biosense webster inc. Product analysis lab received the device for evaluation. Upon receipt, no damage or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. No code available was added to represent the required surgical intervention. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. While ablating the isthmus, a steam pop occurred, followed by a drop-in the patient¿s blood pressure. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove over 3800 cc¿s of fluid from the pericardial space. The patient was then transferred to the operating room for surgical repair. Extended hospitalization was required, as a result of the adverse event. Patient¿s outcome was fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was related to the steam pop occurrence. A reinitialize error message was observed on biosense webster inc. (Bwi) equipment during the procedure. The adverse event was assessed as life threatening. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the adverse event. The physician indicated no known bwi product malfunction occurred. Transseptal puncture was performed with a st. Jude brk transseptal needle. The sheath used during the case was an agilis sheath, abbott, 8.5 french. The generator was used in power control mode at 35 watts. The parameters observed at the time of the injury were: temperature of 24-26 degrees celsius, impedance of 103 ohms dropping to 87 ohms (16 ohm drop) and power between 34-38 watts. The overall time for ablation and the last ablation cycle time at the site of injury was of 49 seconds. The power did not titrate during ablation. The flow was set between 8/16 ml/min. The patient received heparin anticoagulant during the case. The activated clotting time (act) was between 300-350 seconds. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase, post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a 53-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The investigational analysis completed 9/24/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized, with no errors observed. The force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a 53-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During an internal review it was noticed that h3 was omitted in error from follow up 1 manufacturer report no: 2029046-2019-03665. The thermocool® smart touch® sf bi-directional navigation catheter was evaluated. H3 device evaluated by manufacture section has been updated with: yes. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no:pc-000534673.